Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period due to the touch screen issue. Customer's blood glucose was 120 mg/dl. The customer continued to use the pump for insulin therapy.